Event description:
It was reported that a spectrum infusion pump was alarming door not fully latched. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval experienced the reported door not full latched alarm while attempting to run a loaded set, which was caused by a loose link screw. The link screws were replaced to correct this condition.